Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the parameters on the controller display were not readable anymore. The controller was exchanged without consequence to the patient.  No further information was provided.

Manufacturer narrative:
It was reported that the parameters on the display are not readable. One controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated controller met all requirements for release. Failure analysis of the device revealed that the unit passed functional testing but failed visual examination due to dimly lighted characters. Initially, the controller's display functioned as expected. However, the characters on the controller display began to fade after allowing the controller to operated for an extended period of time. Based on this observation, the most likely root cause of the reported event can be attributed to faulty lcd display module. (B)(4) is investigating controller lcd related failures. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(Implant date update from (B)(6) 2014 to (B)(6) 2016). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.